Event description:
The physician performed tur ((B)(6) 2011) and completed the procedure without any problems. In another procedure ((B)(6)) he noticed that the beak is broken, but does not know when it was broken. On (B)(6), he found a piece of the beak in the pt who underwent surgery on (B)(6) (x-ray). On (B)(6) 2012 the piece was removed using a cystoscope.

Manufacturer narrative:
The device involved in the event has not been returned to MFR for investigation and the following assessment is made based on the info provided by sales representative. There are multiple root cause scenarios imaginable which could have led to the damage. In respect to the age of the device, it can't be excluded that the defect was already present prior the particular procedure. However, based on the available info, a conclusive differentiation is impossible. The IFU contains a warning message with a detailed advice to inspect the product prior to each procedure and to prevent it from if any irregularities are observed.